Event description:
Caller indicating the assure 4 meter was reading high. At noon, resident was unresponsive, checked blood sugar on a4 meter and it read 93. They called 911, resident taken to hosp, pt stopped breathing. At ER blood sugar was less than 22 on the ER's meter. Resident is still at the hosp. No other info available from facility.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.